Manufacturer narrative:
Qn#: (B)(4). Per DHR the product 2.9mm percutaneous shaft, 29cm length, lot # 73j1600182 was manufactured on 09/16/2016 a total of (B)(4) pieces. Lot was released on 09/16/2016. DHR investigation did not show issues related to complaint. Three (3) samples arrived at (B)(4) facility for investigation, one percuvance shaft product number pcvsh3 2.9mm percutaneous shaft, and two mechanical tool tip product code pcvsc5 during visual inspection it was observed: shaft was received used, at closer inspection was observed that the shaft is broken at the tip, one mim ball broke off from the shaft and it was returned in a plastic container, and from the tool tips no issues were observed, samples appear typical. Functional inspection could not be performed to the shaft due to the condition of the sample received (one of the mim ball have broke off). To test the mechanical tool tips the following test was performed: functional inspection was performed by assembling the percuvance system using the returned 5mm scissors, a laboratory test percuvance shaft and ratchet handle. The shaft was assembled to the other remarks: handle correctly, then the 5mm scissors was attached to the shaft, lock knob was activated and functioned correctly. Handle was opened and closed several times and tool tip was able to be open and close correctly. An attempt to cut a paper sheet with the tool tip was made, the scissor was able to cut correctly. The other tool tip was functionally tested as well with the same result. The IFU for this product, l06749 was reviewed as a part of this complaint investigation. The IFU warns the end user, "overloading the instrument by exerting excessive forces may cause the medical device to break, deform, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend deformed instruments back to their original position." The IFU also states, "during device tool tip attachment, do not apply excessive force to lock knob when locking tool tip to shaft. If resistance is felt when moving the lock knob to the locked position, the user should stop and remove the tool tip from the shaft then attempt to attach tool tip again. If excessive force is applied to the lock knob when attaching the tool tip, the shaft's locking mechanism will break." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "scissors tool tip broke" was confirmed based upon the sample received. One shaft and two mechanical tool tips product code pcvsc5 were returned. During visual inspection was observed that the shaft is broken at the tip, one of the mim balls broke off root cause for the damage observed is considered unknown however it could be attributed to a product that was used out of sequence per the IFU or product that has been used with excessive force, no corrective actions will be taken at this time. Regarding the tool tips since no functional or visual issues were observed corrective actions are not required.

Event description:
A functional test of the assembled system was performed and no problems occurred. However, after the scissors tool tip was internalized back through the trocar into the patient, the scissors tip fell in the patient. The shaft was replaced by a new one, then a new scissors tool tip was attached and the procedure was continued without problem. At the time, the tool tip removal from the patient was postponed till later. After the procedure an x-ray exam found metallic materials in the patient's body so the user checked the surgical instruments being used this procedure and they found that part of shaft was missing. After that, the scissors tool tip and the shaft's part that remained in the patient were all removed. No health injury was report as a result of this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
A functional test of the assembled system was performed and no problems occurred. However, after the scissors tool tip was internalized back through the trocar into the patient, the scissors tip fell in the patient. The shaft was replaced by a new one, then a new scissors tool tip was attached and the procedure was continued without problem. At the time, the tool tip removal from the patient was postponed till later. After the procedure an x-ray exam found metallic materials in the patient's body so the user checked the surgical instruments being used this procedure and they found that part of shaft was missing. After that, the scissors tool tip and the shaft's part that remained in the patient were all removed. No health injury was report as a result of this issue.